Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported PICC placed (B)(6). On (B)(6) at 9 am PICC checked and no abnormalities but by 10am leaking confirmed. Lock sleeve removed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was a 4f sl groshong nxt clearvue catheter. The investigation findings are consistent advancement of the compression sleeve prior to insertion of the catheter. The returned product sample was evaluated and the following observations were made which were consistent with mishandling of the distal connector or improper connector assembly: the distal connector piece was bisected, longitudinally, in order to inspect the condition of the inner compression sleeve and the sleeve was subsequently found to be in the locked position insertion of flushing adaptors, or other devices, into the distal connector piece will change the position of the inner catheter compression sleeve and render the connector unusable for later assembly. Additionally, the connector assembly should not be preassembled or pre-fit prior to the final assembly step as this will also advance the inner catheter compression sleeve. The product IFU contains instructions for proper product assembly and adherence to the instruction steps will avoid this type of event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC placed (B)(6). On (B)(6) PICC checked and no abnormalities but by 10am leaking confirmed. Lock sleeve removed. No other information was provided.